Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the device was detecting oversensing after turning on ventricular fibrillation detection and during lead impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.